Event description:
It was reported that customer experienced high blood glucose, with a highest reported value of 28 mmol/l measured using both continuous glucose monitor and blood glucose meter, and suspected cause was unknown. There was no reported impact to the customer¿s blood glucose level beyond this high reading. Customer administered correction injection using multiple daily injections, did not require assistance from a third party, used device with control iq feature turned on, and no further assistance was required as customer chose to call back if help with a system check was needed.